Manufacturer narrative:
Concomitant products: product ID 8578, serial # (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2014, product type accessory; product ID 8709, serial # (B)(4), implanted: (B)(6) 2004, product type catheter; product ID 8709, serial # (B)(4), implanted: (B)(6) 2004, product type catheter. (B)(4).

Event description:
It was reported the catheter/pump connector was broken. The hcp "may have cut during opening." A new catheter was used. The pump was used to deliver dilaudid. It was further reported the pump replacement was due to normal eri (elective replacement indicator). Segments were left in the intrathecal space.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump revealed no anomalies. Analysis of the catheter (sn: (B)(4)) revealed coring, tears, and cuts in the seal. No leaking was observed in the lab. Analysis of the catheter (sn: (B)(4)) revealed no significant anomalies. The catheter was incomplete and returned in segments, though it passed acceptable testing.